Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No additional info is available at this time. Additional follow-up info may be obtained by the clinical affairs as it becomes available. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
Subject experienced a postoperative right hip dislocation after falling to the floor at home due to a syncopal episode on (B)(6) 2001 and underwent right hip closed reduction under anesthesia on (B)(6) 2010.